Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to cylinder cross-over. The cylinders were repositioned by the surgeon. The patient was reported to be doing well after the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Event: updated to reflect additional information. Patient code updated to reflect code 2330.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to cylinder cross-over. The cylinders were repositioned by the surgeon. The patient was reported to be doing well after the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient's presenting symptom was a "funny" feeling at the distal tips.